Manufacturer narrative:
No samples were received for investigation for pr (B)(4), in which the customer suggests occlusion was detected during use of the maxplus device. The product in use at the time is reported to be a mp1000 china. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous investigations have identified that certain designs of male luer can cause flow restriction or occlusion as they can grip onto the piston of the maxplus preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.

Event description:
It was reported that bd maxplus needleless connector was occluded the following information was received by the initial reporter with the following verbatim: on june 29, a case of PICC was inserted, using an mp1000 connection device, and on june 30, during the routine infusion, it was found that the joint part was not liquid, and after the infusion connector mp1000 was replaced, the infusion was smooth and the treatment was completed on the same day. On the morning of july 1, when the infusion was repeated, it was found that the connector was still not liquid, so the infusion connector was replaced and the fluid began to flow normally. When the patient underwent blood transfusion therapy, the phenomenon of non-liquid occurred again, and the infusion connector was replaced immediately, and the treatment was completed with difficulty.